Event description:
My husband has a medtronic ICD implanted due to ef(ejection fraction) of 17 %, and he was up to 40 % after having it . On (B)(6) 2023 he suffered an arrhythmia and the defibrillator shocked him once knocking him over, the 5 subsequent shocks only delivered 0.17 joules, which is nothing. I have the report in my possession showing this the sequence. My son and I had to perform CPR to save his life, he died in front of me. The ems only had to give him 1 shock to get him back. While sitting in the ICU I looked up if there was any recalls, which there was, but the medtronic rep told me that it was not his model. I could not understand how this happened and I am in the medical field. The documentation in his chart does states malfunction of the defibrillator. We were required to put a new defibrillator in prior to leaving the hospital after 9 days. We could not remove the medtronic device because he was too sick to tolerate another surgery, his ef was back down to 17% this is not just a physical thing for my husband, he is now scared because he does not remember not feeling well before collapsing, he lost a week of life. I am reporting this, it is a class 1 with you, it may be a larger group of devices.